Manufacturer narrative:
Evaluation: twelve (12) electrodes received from complainant. Apparently used, appeared dried out. Standard impedance test is from "unipatch electrode impedance meter"- results in spec for these. Sent samples to component (hydrogel) manufacturer tyco healthcare/ludlow for further evaluation.

Event description:
Tens treatment resulted in rash - red raised bumps, burst open - no discharge. "Has spread all over." Dermatologist prescribed steroid ointment and pill. Electrode packaging and labeling were correct. Patient reports no previous reaction to tens therapy.